Event description:
Adverse event: shortness of breath, cardiopulmonary arrest, death. Onset of adverse event: six months post procedure. Device malfunction: none. It was reported via trial that on (B) (6) 2009, the patient experienced a myocardial infarction that was treated with a xience stent in the mid left anterior descending artery. On (B) (6) 2009, the patient underwent a staged procedure in the mid right coronary artery with one xience v stent. There were no reported device or procedural issues and the patient was discharged on (B) (6) 2009. On (B) (6) 2010, the patient experienced shortness of breath and became unresponsive with pulseless electrical activity that required emergency personnel to administer cardiopulmonary resuscitation with endotracheal intubation, mechanical ventilation, and hypothermia protocol. The patient died on (B) (6) 2010. No additional event or patient information was available.

Manufacturer narrative:
(B) (4). The xience v 3.0 x 28 mm (part # 1009541-28/lot #9031241/(B) (4)); xience v 3.0 x 08 mm (part # 1009541-08/lot #711266i/(B) (4)) mentioned are being filed under the same manufacturer number. Evaluation summary: there was no reported product deficiency. Death is a known adverse event with coronary stenting and is listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.